Event description:
During a lap low anterior resection procedure, the device had a complete misfire. Used for a low rectal tumor, only a few staplers came out and none closed. The stapler seemed to close ok. It squeezed the bowel and after firing looked ok until I put may finger in and it was obvious the bowel hadn't been closed. The bowel was not thick, it was low down and I used the blue cartridge - the first failed and the second seemed to work. I had to resort to a hand sewn coloanal anastomosis from below which worked fine.